Event description:
Customer reported that she has been receiving no delivery alarms for a few days. Customer tried changing the reservoir and infusion set and is still alarming. Blood glucose value is 240 mg/dl. Customer performed a 5.0 unit fixed prime and insulin did not exit and the insulin pump alarmed no delivery. Customer was instructed to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing; insulin exits the tubing. Customer could not do a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.